Manufacturer narrative:
(B)(4). Event date unk. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: this operation was thoracoscopic right upper lobectomy. The device was used at upper lobe bronchus. Fortunately, there was unformed stapling at the only specimen. The remaining tissue was stapled completely and leak test was negative. However, the surgeon sutured it with 4-0 pds in order to prevent complications. The surgeon heard strange noise on firing. The driver moved to the tip of the cartridge, but the staples located the specimen side from the central to the tip remained the pocket.

Event description:
It was reported that during a bronchial transection, an unexpected sound was heard at the firing, but the device fired to the end. When the device was released, staples were formed on the residual part, but the bronchi on specimen side was opened. The residual part was stapled to the tip of the device, but at the specimen part, the staple driver only went up to the middle. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # t5dd0y. Device analysis: the analysis found that one pcee45a device was returned with no apparent damage with a gst45g cartridge not loaded in the device. The reload was received with the right side partially fired 1/3, left side fully fired. In addition the cartridge pan was noted to be partially dislodged from right proximal side. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.